Event description:
Boston scientific received info that this rv lead displayed loss of capture due to high thresholds on the lead in bipolar configurations. Asystole was noted, however, the length of this asystole is unk. A dislodgement was noted to be the possible root cause of the issue. The lead displayed adequate capture when reprogrammed to the unipolar configuration. A lead revision is scheduled for the near future. No adverse pt effects were reported. The lead was modified electrically and remains in service. No further info is available. This report will be updated if more info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.